Manufacturer narrative:
Labeled for single use and reuse. No conclusions can be drawn.

Event description:
Information received from our affiliate. A pt has been using acuvue oasys contact lenses since 2008. The pt used rohto products contact lens care solution. The pt experienced pain in os in 2009. The pt visited an eye clinic the following month c/o a severe os discharge. The pt was diagnosed with a 2.5 mm x 2.5 mm, peripheral, infectious corneal ulcer with opacity os. The pt was treated with gatifloxacin and ofloxacin eye drops every 3 hours, cefaclor oral medicine, 6 tablets a day. Va described as sensus luminis. The pt's va was 20/20 prior to the injury. The pt was referred to a university hospital for further treatment. The next day, the pt was seen at the hospital and was hospitalized for treatment. The pt was found to have a central corneal ulcer with hypopyon and a central corneal opacity. The pt was treated with cravit, an IV infusion of bestron and an IV infusion of fluconazole as there was a suspicion of acanthamoeba infection. Cultures for bacteria and acanthamoeba taken and results were negative. The treating ecp suspected a bacterial infection. The pt was found to have a corneal scratch. As of nineteen days later, the pt remained hospitalized, the corneal ulcer has not epithelized. The lens in question and the lot number were not provided. No additional information is available at this time. Mdrs are reviewed at quarterly management review meetings. Any additional information will be reported within 30 days of receipt.